Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for four patient samples tested for the elecsys ft4 ii assay on a cobas 6000 e 601 module (e601). The sample results were compared to results obtained with the beckman coulter unicell dxi 800 system. Of the four samples, three had erroneous results from the e601 analyzer that were reported outside of the laboratory. Refer to the attachment for all patient data. No adverse events were alleged to have occurred with the patients. The e601 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Differences in results between the two methods may have been caused by incorrect sample handling between measurements and the overall execution of the method comparison experiment. The reference ranges used for the different assay methods are based on statistical calculations from different patient populations. Therefore, each assay may have slightly different normal reference ranges.